Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top cover of the device. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The scanning electron microscopy (sem) analysis revealed of the electrode pocket revealed no signs of corrosion. The device passed the mechanical test performed. This device was explanted for medical reasons. However, the dry impedance testing initially produced results which were slightly out of specification. Additional analysis determined that the out of specification results were caused by trapped moisture in the severed electrode ends. Further sem analysis confirmed that the device was not compromised and showed no signs of moisture ingress or corrosion. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly presented with device extrusion resulting from an infection with pus draining from the post auricular wound. The recipient's device was explanted. The recipient is being treated with antibiotics (type unknown). The recipient will be re-implanted once the infection is resolved.

Manufacturer narrative:
The recipient presented with skin breakdown. The recipient was prescribed 7 days of po ciprofloxacin post-surgery. Additional information regarding treatment details were not provided. The recipient has reportedly healed and the infection has resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.